Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 05/24/2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that they had difficulty raising their blood glucose (bg) levels and drove to the emergency room (ER), as a result of their bg remaining low. Patient stated that they did not receive any medical treatment from the ER and went home the same day. There was no alleged device malfunction. At the time of contact, the patient was in normal condition. No additional event or patient information was provided.